Event description:
A customer contacted haemonetics on (B)(6) 2011 reporting the orthopat machine had a blood spill. No injury or reaction noted.

Manufacturer narrative:
A customer contacted haemonetics on (B)(6), 2011 reporting the orthopat machine had a blood spill. No injury or reaction noted. Evaluation of the unit was performed and a fluid spill was confirmed. (B)(4).